Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins) due to urinary retention, the dysuria was caused by a spinal nerve injury and wheelchair was needed. The ins was implanted in the vicinity of the buttocks, and the position of the wheelchair often rubbed this part after surgery. This caused the ins to shift/displace and become inflamed/irritated. After surgery in august last year, two operations were performed in october and december respectively. This problem has occurred again this year. The device has been shut down for a week, and the improvement effect was not good. The patient was very upset. The patient reported they would go back for a review in two days, and the doctor advised the patient to have another operation. No further complications were reported or anticipated.

Manufacturer narrative:
Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted it was ¿unknown¿ whether any actions were taken to resolve the event, if the event was resolved, and what the cause of the improvement effect being not good was. There were no further complications reported or anticipated.

Manufacturer narrative:
Please note that only the explant date's month and year are known at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the device was explanted in (B)(6) 2017. The patient was being observed at home at the time of follow-up. No further complications were reported or anticipated.

Manufacturer narrative:
Please note that upon further review, conclusion code has been replaced. If information is provided in the future, a supplemental report will be issued.